Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, and provided instructions on storage mode, returning damaged pump within 10 days, and setting up and connecting replacement pump; customer understood and acknowledged all instructions.